Manufacturer narrative:
It was reported that the patient was hospitalized due to "getting blocked" after the pump alarmed "high pressure". Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd®-legacy duodopa pump alarmed "high pressure" during patient use. It was noted that the tubing was not kinked. The patient was hospitalized because "she was getting blocked". The pump was still in use at the time of the report. Additional information regarding the hospitalization of the patient has been requested, but not yet received.